Event description:
It was reported that the lead had decreased sensing. The physician decided to do a lead revision. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.